Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the output connector assembly is broken. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector port. The epg has been returned for repair. There was no patient involvement.